Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the parent that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 170 mg/dl and sensor glucose value was 70 mg/dl at the time of the event. Customer's parent was assisted with troubleshooting and during that they system diagnostics detected that the sensor was not responding to glucose. The sensor will be replaced. The sensor will not be returned for analysis.